Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 20 items manufactured with the same lot#. Dimensional analysis on the returned item (involved in this complaint) + an additional item with same lot# (19ar01p) have been performed with the following results: the feed screw was found to be slightly lower than required in the relevant technical drawing (but in any case, in accordance with the values listed in the uni tables iso 4755 which define the geometry and diameters of the unloading grooves for threads). In detail: the dimension found reduced is equal to 4.62 / 4.63 instead of 4.8 +/- 0.1. However, it is believed that the reduction of a few hundredths of the diameter below the tolerance value could not have led to the breakage of the terminal. The cause, on the other hand, is more likely to be linked to repeated and incorrect use of the tool: if the tool is not screwed all the way in, the impacts cause excessive bending / stress on the thread which can consequently break. Additionally, a dimensional check for same item with different lot# (21ar09v) was performed without finding anomalies. Pms data a total of n.5 complaints were received about breakages of the instrument 9043.10.310 v.02 (various lot numbers). By considering a total of 96 instruments manufactured in v.02, we can estimate a specific breakage rate of 5.2%. However, we must consider all the lot numbers involved in the complaints received range from 2011 to 2019 manufacturing date and that product code 9043.10.310 is a reusable instrument. By considering more than 23500 modulus stems implanted ww, this breakage rate drops to 0.021%. Based on the root cause analysis performed and according to the relevant pms data, no specific corrective actions required for this specific case. However, with the aim of minimizing the risk of future critical lot numbers, a specific control plan (not previously existing) has been drawn up with a focus on the diameter of the discharge throat, to be detected in the sampling table according to lima internal work instructions. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Breakage of the manual impactor with product code 9043.10.310, lot# 19ar01p experienced during a hip surgery performed on 16th of november 2020. According to the info reported by the complaint source, the manual impactor has broken while the definitive femoral stem was being impacting. Neverthless, surgery was concluded successfully using the instrument causing a prolonged surgery time for less than 20 minutes. Broken piece of the tip was removed from patient and no residual was confirmed. Estimated number of uses of the impactor is unknown. Event happened in japan.

Manufacturer narrative:
We checked the DHR of lot# 19ar01p: no pre-existing anomaly was detected on 20 stem impactors manufactured with this lot. First and only complaint received on this lot. We will send a final incident report once the investigation will be concluded.

Event description:
Breakage of the manual impactor with product code 9043.10.310, lot# 19ar01p experienced during a hip surgery performed on (B)(6) 2020. According to the info reported by the complaint source, the manual impactor has broken while the definitive femoral stem was being impacting. Neverthless, surgery was concluded successfully using the instrument causing a prolonged surgery time for less than 20 minutes. Broken piece of the tip was removed from patient and no residual was confirmed. Estimated number of uses of the impactor is unknown. Event happened in (B)(6).